Event description:
It was originally reported that the patient's neurostimulator would not charge and was receiving a poor communication screen. The patient has never recharged his device. The patient was not aware of a recharger and did not know how to recharge. The device has or may have been overdischarged. The healthcare provider did not have any additional information. It was later reported that the patient experienced no stimulation and that he has never had therapeutic effect. The patient's device was removed. Further information is being requested.